Manufacturer narrative:
Unit received with constant failed self-test alarm and unable to communicate to bg meter, problem isolated to electronic board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to failed self-test alarm. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer stated there was rf pic failed self-test alarm showed up in the history. Customer stated the error table indicated to replace the insulin pump. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.